Manufacturer narrative:
Explant, photopsia, unexpected postop refraction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that a patient came in the surgery center on (B)(6) 2018 due to experiencing halos while driving at night and blurred vision in the right eye (od) post implant of a model zkb00 intraocular lens (iol). Per the account, the doctor examined the patient's od and deemed that the iol was subluxed with refractive shift and intolerable photopsia. Consequently, the doctor recommended the iol be exchanged. The lens was explanted on (B)(6) 2018. It was noted that there were no incision enlargement, no vitrectomy, no suture required and there was no injury post-surgery. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/26/2018. Device returned to manufacturer? Yes. The product was received in a small container. Visual inspection shows the lens was damaged at the edge of the optic area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.